Event description:
On (B)(6) 2012 the reporter contacted lifescan (lfs) in the USA alleging the meter was displaying inaccurate high reading of "146 mg/dl" compared to "91 mg/dl" on a onetouch ultramini meter and "93 mg/dl" on a one touch ultrasmart meter. There was no indication that the lfs product caused or contributed to a adverse event. Based on statistical methodology the calculated difference of the results exceeds the expected value of (B)(4). This complaint is being reported because the patient made a meter vs. Another meter comparison where the calculated difference of the results does not meets lfs' criteria for accuracy reporting. (B)(4).

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.